Manufacturer narrative:
(B)(4)

Event description:
Dexcom was made aware on (B)(4) 2018 that on (B)(4) 2018, the patient experienced a loss of connection. No additional patient or event information is available. No data was provided for evaluation. The reported event loss of connection was confirmed. A root cause could not be determined.